Event description:
Pt was receiving a nerve block to left femoral cutaneous nerve with nerve stimulator guidance. Nerve was localized to elicit pain and anesthetized with marcaine using a 25 gauge 2 inch needle. When the physician attempted to remove the needle from pt, the needle from hub drain remained in pt and required surgical removal.